Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting to hospital server. A technical support specialist found the station in unknown device status. Databases were not bloated, and sync information on the server showed no errors. Restarting sql server services presented no issues. C: drive had 5gb+ free space, but sqldump was consuming over 320mb, which was cleared. Knowledge article (medstation es - maintenance service purge deletion service error - internal query processor error) was checked for similar errors, with no data found in purge.purgequeue. Dbcc checkdb('dsclientoltp') with no_infomsgs was run and showed no errors. Treesize revealed winsxs consuming 12.3gb; cleanup freed space, increasing free space to 11gb+. A full sync was performed per knowledge article"proper data sync 2.0 procedure", and sync information showed current after completion. The station rebooted successfully without issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server b1front device was not connected to the server, and a message was displayed stating that data could not be downloaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.